Event description:
The maquet servo u ventilator had rebooted in the past on a patient. There was no harm to the patient, but the cause was unknown. Recent testing uncovered that the servo u will reboot due to a software fault under the following scenario. In any of these three modes: CPAP/ps, vs, nava. Go to alarm window. Select "apnea audio delay." Change the setting and hit the check mark. Do not hit "accept" in the alarm window. Go back to try to select "apnea audio delay" again. At this point, the screen blanks out and reboots. It starts up again in the correct mode. It appears that the servo u continues to ventilate during this process using a test lung.

Event description:
The maquet servo u ventilator had rebooted in the past on a patient. There was no harm to the patient, but the cause was unknown. Recent testing uncovered that the servo u will reboot due to a software fault under the following scenario. In any of these three modes: CPAP/ps, vs, nava. Go to alarm window. Select "apnea audio delay." Change the setting and hit the check mark. Do not hit "accept" in the alarm window. Go back to try to select "apnea audio delay" again. At this point, the screen blanks out and reboots. It starts up again in the correct mode. It appears that the servo u continues to ventilate during this process using a test lung. Maquet ventilator servo-u; system version 1.01.02; system sw version 0.841.40268.